Manufacturer narrative:
(B)(4).

Event description:
At the initial implant and while testing, the atrial threshold was 3.6v @0.4ms. A re-tested was reported to be at 1.5v at 1ms. The threshold was better at the discharge check. This lead remains actively implanted and no adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.